Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. Seven opened and five representative devices were available for evaluation. Visual inspection of the opened suture samples noted seven needles and seven sutures. The needles were returned attached to the sutures. Five sutures broke upon removal from their retainers. Two sutures were returned broken. The sutures broke inches from the needle attachment point. The measurements were taken with an aluminum rule. The foil pouches were inspected and no signs of damage or abnormalities were observed. Visual inspection of the representative suture samples noted no abnormalities. Functionally, a simple knot was performed on the sutures and the knot was pulled tight. The sutures broke easily upon tying the knot. It was reported that the suture broke. The reported issue was confirmed. The most likely cause was determined to be manufacturing related. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: progressive loss of tensile strength and eventual absorption of the absorbable sutures occurs by means of hydrolysis. This loss is triggered when exposed to the environment or clinical application. Damage during use may result in inadequate sample length to perform testing and/or deformation of the suture contributing to a loss in tensile strength. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, after a tooth extraction, a synthetic absorbable surgical suture was used for wound closure; when the doctor opened the package and gently pulled the suture, it broke. Another brand of suture was immediately used to resolve the issue. There was no patient injury.

Manufacturer narrative:
D10 concomitant product: sl-5687, sl-5687 polysorb* 5-0 und 45cm p13 x36, (lot #d3m2607fy); sl-5687, sl-5687 polysorb* 5-0 und 45cm p13 x36, (lot #d3m2607fy); sl-5687, sl-5687 polysorb* 5-0 und 45cm p13 x36, (lot #d4a3430fy); sl-5687, sl-5687 polysorb* 5-0 und 45cm p13 x36, (lot #d4a3430fy); sl-5687, sl-5687 polysorb* 5-0 und 45cm p13 x36, (lot #d4a3430fy); sl-5687, sl-5687 polysorb* 5-0 und 45cm p13 x36, (lot #d4a3430fy); sl-5687, sl-5687 polysorb* 5-0 und 45cm p13 x36, (lot #d4a3430fy); sl-5687, sl-5687 polysorb* 5-0 und 45cm p13 x36, (lot #d4a3430fy); sl-5687, sl-5687 polysorb* 5-0 und 45cm p13 x36, (lot #d4a3430fy); sl-5687, sl-5687 polysorb* 5-0 und 45cm p13 x36, (lot #d4a3430fy); sl-5687, sl-5687 polysorb* 5-0 und 45cm p13 x36, (lot #d4a3430fy); sl-5687, sl-5687 polysorb* 5-0 und 45cm p13 x36, (lot #d4a3430fy); sl-5687, sl-5687 polysorb* 5-0 und 45cm p13 x36, (lot #d4a3430fy). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.